Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced sensor, homogenizer, optic lens, and main deflector and successfully completed system verification to specification. Fse also found energy coming out the laser head is low and exchanged the laserhead. Logfile review can confirm interruption at 10% due to secondary energy too low and system detected a deviation from target energy. Root cause are worn optic parts. Laserhead was exchanged due to energy low output as a preventive measure. Laserhead did not contribute to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported secondary energy too high message displayed during a lasik procedure of the left eye. Reporter indicated the error occurred at (B)(4) into the treatment. The surgeon put the flap back down, the patient was sent home and returned the next day to complete treatment. Patient is reported as doing well post operatively.